Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker. The reported issue could not be duplicated or verified. The cause of the reported issue could not be determined. The customer was provided with a replacement battery.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.